Manufacturer narrative:
The reporter indicated the patient had ocular pain in darkness and iop spikes. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated the surgeon implanted a spherical implantable collamer lens, in the patient's left eye (os). The reporter indicated the lens had excessive vaulting and significant reduction of irido-corneal angles. The lens was rotated and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.